Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had been alarming unexpected restart and the time and date have to be reset every time she changed the battery. The alarm history was not checked but the customer had called twice before to complain about the same issue. Customer stated a temporary basal was not programmed before the alarm and the insulin pump was not stored or not in use for an extended period of time. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed a21 error test, self test and displacement test. No a21 alarm noted. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.